Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life was less than expected since over two weeks ago. It was reported that the issue persisted with multiple batteries from different packs. The reporter stated that the correct battery type was used and it matched the battery setting on the pump. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical current draws were within specifications. The battery life issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.